Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter received an er1 message, retested and got a reading of 125 mg/dl. Reporter did not care to troubleshoot because she is having her meter replaced.